Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
It was reported via phone that the customer is having issues with insulin pump and causing high blood glucose. The customer stated they have been noticing their blood glucose going high between 360mg/dl-400mg/dl without eating anything. Customer stated the reservoir battery compartment is damaged. Customer stated it could be from putting batteries/reservoir in/out. Advised to discontinue use of the insulin pump and revert to backup plan.